Event description:
During a low anterior resection procedure, the staples did not form on the tissue. The surgeon applied suture unsuccessfully. A colostomy was performed to complete the procedure.

Manufacturer narrative:
4/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.